Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, a supplemental report is needed for a correction to the alleged product model number.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter connection issue occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a transmitter failed error. The reported allegation of a transmitter connection issue is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.